Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/15/2012-device evaluation: the pump has been returned and evaluated by product analysis on 05/18/2012 with the following findings: investigation revealed that the keypad was torn near the contrast keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. Evaluation revealed that the up arrow and down arrow keypad buttons are intermittently responsive. There was evidence of keypad contamination found under all key contacts. The down arrow button contact was found to be misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
On (B)(6) 2012, the reporter called animas alleging that the keypad buttons became harder to press for 2 months. The patient stated that the up arrow and down arrow keypad buttons were affected and occasionally required multiple button presses in order to elicit a response. The patient reportedly noticed the keypad peeling on (B)(6) 2012. The pump reportedly had no recent exposure to water. The patient reportedly wears the pump on the outside of the clothing and will occasionally clean the pump with a damp cloth. There is no reported adverse event associated with this complaint. This complaint is being reported because the reported tactile issue with the keypad buttons occurred prior to the reported damaged keypad issue. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.